Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the 8mm dual blade retractor instrument had a loose wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The dual blade retractor instrument was analyzed and found to had a fully broken distal pitch cable at the proximal clevis hub and the broken cable segment that contains the crimp was still installed in the clevis. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.